Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during vitrectomy surgery, when they selected vitrectomy 3d and turned on the air, the infusion also started. A second system was used to complete the surgery and there was no harm to the pt.